Event description:
It was reported that after a diagnostic angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present on the needles. It was not specified how hemostasis was achieved. The hospital duration of the patient was not extended as a result of the reported issue. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported suture retrieval failure during needle plunger retraction was confirmed as analysis of the device indicated that an anterior cuff to anterior needle detachment occurred while retracting the needle plunger to retrieve the suture. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.